Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly and the the touchscreen was intermittently unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support an further information was unable to be obtained.